Event description:
The manufacturer received information alleging a damaged screen on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the third-party service technician did not provide any findings on the cause of the damage display for this device. In conclusion, the device's display screen was replaced to address the issue. Additionally, during the service of the device, the inline filter was replaced for contamination unrelated to the reportable issue. The air foam inlet filter, particulate filter, and muffler were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
Correction: upon further review of this record, it was found to be non-reportable. Based on the information available, there is not enough evidence to indicate a reportable malfunction occurred or that therapy was affected. No report will be filed with any regulatory agencies at this time. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date.